Manufacturer narrative:
After numerous attempts to contact the local service agent to determine the status of the device, no response appears to be forthcoming. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Manufacturer narrative:
The customer contacted physio-control to report that their device had all three icons (charge-pak, attention and service wrench) in the readiness display. The customer explained that their device is stored  in a case, on an outdoor location and that they discovered the issue during a routine check. When the device displays three icons, it might be that the device does not have enough energy to provide defibrillation therapy if needed. The customer also added that no voice prompts were available when lifting the device's lid. There was no patient use associated with the reported event. It was reported to physio-control the customer's device had all three icons (charge-pak, attention and service wrench) in the readiness display. The customer explained that their device is stored  in a case, on an outdoor location and that they discovered the issue during a routine check. A service agent sent a picture of the device's readiness display to physio-control that confirmed that the device had three icons. When the device displays three icons, it might be that the device does not have enough energy to provide defibrillation therapy if needed. The customer also added that no voice prompts were available when lifting the device's lid. There was no patient use associated with the reported event.

Event description:
It was reported to physio-control the customer's device had all three icons (charge-pak, attention and service wrench) in the readiness display. The customer explained that their device is stored  in a case, on an outdoor location and that they discovered the issue during a routine check. A service agent sent a picture of the device's readiness display to physio-control that confirmed that the device had three icons. When the device displays three icons, it might be that the device does not have enough energy to provide defibrillation therapy if needed. The customer also added that no voice prompts were available when lifting the device's lid. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had all three icons (charge-pak, attention and service wrench) in the readiness display. The customer explained that their device is stored in a case, on an outdoor location and that they discovered the issue during a routine check. When the device displays three icons, it might be that the device does not have enough energy to provide defibrillation therapy if needed. The customer also added that no voice prompts were available when lifting the device's lid. There was no patient use associated with the reported event.